Event description:
This is one of two reports related to the same event (MFR. Report # 3005099803-2014-01412 and MFR. Report # 3005099803-2014-01413). It was reported to boston scientific corporation that two resolution clip devices were used during a procedure on an unknown date. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The same issue occurred with the second clip. Despite numerous attempts, boston scientific has been unable obtain to additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause.